Manufacturer narrative:
Our field service engineer was on site. The fse examined the ventilator and downloaded the logs. The logs show that there was no ventilator shutdown as reported but a panel disconnect alarm which does not affect ongoing ventilation. This alarm when it occurs the screen will blacken but ongoing ventilation would be unaffected and will continue with the set parameters. The logs however contain other technical alarms indicating 12v power errors that occurred while the ventilator was in the standby mode. No repair was performed by our fse as the hospital decided to do inhouse repair. We have requested back the faulty part from the hospital for investigation and on completion of our investigation a supplemental medwatch will provided. (B)(4).

Event description:
(B)(4).